Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via analysis of the submitted log files; the reported event of a "connect driveline" alarm was not confirmed. The reported event of the green pump running leds on the system controller being off despite the controller still showing normal pump parameters for speed, flow, pi, and power was not confirmed. The controller event log file contained data spanning 5 days (21sep2024 ¿ 25sep2024 per the timestamp). A driveline power fault alarm associated with a power a open fault activated at 6:17:46 on 25sep2024 due to the current sense on line a dropping below the threshold amperage. The alarm remained active until the driveline was disconnected to exchange the system controller at 6:57:24 on 25sep2024. The pump maintained a speed within the expected range throughout the log file while the driveline was connected. Multiple requests for additional information were made to determine if any product would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power¿. The patient handbook also warns ¿do not disconnect the modular in-line connector or the pump will stop¿. This section also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. This section also explains how to replace the running system controller with a backup controller and instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ states ¿if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation.¿ section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. This section also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. The user is instructed to connect the replacement controller to an external power source before disconnecting the driveline from the current controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient got out of the shower and was transitioning from their shower bag to their consolidated bag when "connect driveline" alarms began. They called the ventricular assist device (vad) emergency phone in the morning around 06:30 to report a "connect driveline" alarm. They denied any water getting on the equipment. Connections for the driveline at the modular cable connection and at the system controller were secure, no yellow light was showing at the modular connection site. Green arrows on the controller were off, but when going through pump settings, the speed/flow/pulsatility index (pi)/power were all still showing the patient's normal parameters. The patient called 911, paramedics auscultated the pump, and no mechanical pump sounds heard. Paramedics performed a modular cable and controller exchange, and the alarms resolved. The patient was brought to the emergency department (ed) and parameters were within normal limits. The patient was stable and felt well. Log files from the post-exchange controller were sent for review to ensure the driveline looked okay before the patient would be discharged. An echocardiogram was also to be completed. The log files submitted for evaluation contained very little information since being connected to the vad. The data visible indicated that the system was operating as intended. The event log file from the pre-exchange controller captured a driveline_power_fault alarm flag associated with a (f4) pwr_a_broken controller fault flag. The fault indicated that the amount of current measured across the power a conductor was reduced significantly lower than the current measured across the power b conductor. The data showed fluctuations in these values at the time of the driveline_power_fault alarm flag and thereafter. The recorded data indicated that the system was able to maintain motor speed up until the driveline was disconnected at approximately (B)(6) 2024 06:57:52. The healthcare providers planned to replace the modular cable and monitor the patient overnight as a precaution. After the modular cable and system controller exchange that occurred overnight there were no alarms heard. Log files indicated that the condition of the connectivity of the power conductors between the system controller and lvad had improved and there were no adverse events recorded during the recorded history.